Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
If implanted; if explanted, give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was returned to the manufacturing site. A visual inspection of the lens shows it was torn in half with traces of ovd on its surfaces. The lens was cleaned with purified water and dried with compressed air to ease inspection. The lens was examined under microscope and cosmetic damage could been seen on its surfaces. How or when these damaged were introduced could not be determined. The reported complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was not loaded properly and that the surgeon had to use a suture on the primary incision for closure since the resure sealant did not work. Reportedly, the patient tolerated the procedure well and there were no complications. No further information was provided.